Event description:
A multi-band ligator was used for banding of esophageal vatices. After the banding was completed and the endoscope was removed, the physician noticed that the clear barrel was not present on the distal tip of the endoscope. The endoscope was then re-inserted and removal was completed with rat tooth forceps and a biliary balloon. There was no patient injury reported. According to information provided from the user, an olympus endoscope, model number gif-xq240, was used with the device. The endoscope model has an outer diameter of 9.0mm. The product labeling states that the device is compatible with endoscopes having an outer diameter of 9.5mm-13.0mm.